Manufacturer narrative:
The device was returned for analysis. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified and severely scarred right common femoral artery was attempted using a prostyle device after an interventional carotid stenting procedure with a 9f sheath. After the procedure, a first prostyle device was deployed successfully at the 10 o'clock position. After deploying a second prostyle device at the 2 o'clock position, the distal end of the sheath (footplate already outside anatomy) would not release from the anatomy. The device was rotated 180 degrees, the suture was intentionally cut, and the guidewire was removed; then, the device was removed from the anatomy without further difficulty. The first prostyle knot was advanced successfully and used with manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.